Manufacturer narrative:
Follow-up #1: date of submission 12/20/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/06/2016 with the following findings: loss of prime warnings were observed in the pump's black box where the force readings did not reach zero. The rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed that the sensor was detecting the correct force. The pump was exercised for 24 hours with no loss of primes occurring. The pump was opened and no damage was found to the force sensor circuit. The battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging multiple loss a prime issue without resolve. The patient reportedly experienced a blood glucose (bg) value of 400 mg/dl with extreme thirst. That patient reportedly resumed insulin pump therapy once the device was replaced. The reported bg value with symptom does not meet the animas criteria of an adverse event. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.